Event description:
It was reported to philips that system gave an error indicating that the image processing computer's hard disk drive was out of space, which can impact imaging. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed as planned. A philips remote service engineer (rse) inspected the system remotely and indicated that there was a poor ethernet connection between the host pc and image processing pc (ippc) to be the root cause of the issue. Analysis of the system logs by rse could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system remotely and confirmed the reported event. During troubleshooting, fse inspected diagnostic computer led's and carried out diagnostic tests on the clarity pc with no errors being found. Fse carried out database repair and testing but the system was still displaying error messages. Fse resolved issue by trimming ethernet cable with cutters which enabled to provide a solid and reliable connection. However, the issue reoccurred (MFR 3003768277-2024-05466). The ippc and the hard disks were replaced and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Loss of live image which happened during a procedure but not affecting the procedure from getting completed, does not meet the criteria of a serious event and is not reportable. The chance of a death or serious injury occurring as a result of a recurrence of this scenario is remote. Based on the investigation results, philips concluded that the complaint is not reportable.